Event description:
Healthcare professional reported during the implant surgery dr. (B)(6) noticed the seals where already broken on the packaging. Device was not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breach of sterile barrier seal.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order 3499718 were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. The device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed and the event of breach of sterile barrier seal is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with breach of sterile barrier seal will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported during the implant surgery the seals where already broken on the packaging. Device was not implanted. Surgery was completed with a backup device.